Event description:
It was reported that the iassist pods were unable to connect to the tablet. Since there was no backup iassist pods, the surgery was cancelled and rescheduled for the following week. The patient was already under anesthesia at this time. The following week, the surgery was completed without any issues. No further information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the software application log files were not available for evaluation. A device history record review was conducted and no deviations or anomalies were identified that could have contributed to the reported event. As the reported event cannot be confirmed, a definitive root cause could not be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : discarded.